Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Dissection is a known adverse event as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that the bmw guide wire was unable to cross the lesion in the heavily tortuous and calcified distal circumflex artery. After removal, a non-abbott guide wire was advanced, but the physician felt the guide wire created a subintimal plane; therefore, the guide wire was removed and a non abbott balloon was used to pre-dilate the vessel. The 3.0 x 18 promus stent was then deployed at the lesion. Follow-up angiography revealed a proximal edge dissection. A non-abbott balloon was inflated at the proximal edge of the stent and a 2.5 x 12 rx promus stent was deployed to cover the dissection. Follow-up angiography after the deployment revealed blushing through the subintimal plain, which required deployment of a 3.0 x 18 jomed stent. The patient was stable throughout the procedure. No additional information was provided.